Event description:
An article from the journal of invasive cardiology (volume 19, issue 4, april 2007, pp e96-e98) reports a case of mi and late stent thrombosis 26 months after sirolimus-eluting stent implantation. This patient had two unknown cypher stents implanted in the proximal and mid-lad, as well as a bare metal driver stent in the first obtuse marginal branch. The patient was on dual antiplatelet therapy. Approximately 26 months later, the patient experienced an anterior, st segment elevation mi. The patient was treated with thrombolytic agents. Five months later, the patient experienced a recurrent anterior st-segment mi and was taken to the cathlab. Angiography revealed a thrombus within the two cypher stents in the lad. In addition, this was associated with marked positive vessel remodeling (ectasia) of the proximal and mid-lad and peri-stent coronary aneurysm formation involving the stented segment of the coronary artery. Severe in-stent restenosis in the distal portion of the stent region was also identified. A guidewire was able to pass between the stent and the vessel wall. The patient was treated with gpiibiiia inhibitors and underwent re-pci of the affected area with deployment of a bare metal stent in the mid-lad. Balloon inflations were performed in the proximal lad to ensure full vessel wall apposition of the cypher stent. The patient was discharged after five days in stable condition. It is the opinion of the study physicians that this event may have been caused by a localized hypersensitivity reaction to the polymer on the stent. See article attached. Please note: this article represents two products with unknown catalog and lot numbers. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
See add'l scanned pages.